Manufacturer narrative:
Patient was (B)(6) at the time of the primary procedure lot number - patient underwent a bilateral knee arthroplasty utilizing tibial component 00598004702 lots 61526483 and 61558350; it is unknown which of these were explanted. Expiration date - jun 15, 2020 or jul 15, 2020. Concomitant medical products - nexgen femoral size g left catalog 00595001701 lot 61551587; nexgen femoral size g right catalog 00595001702 lot 61626093; articular surface 10 mm catalog 00595204010 lot 61574699; articular surface 12 mm catalog 00595204012 lot 61489957. Device manufacture date: jun 18, 2010 or jul 23, 2010.

Event description:
Patient underwent a left knee revision procedure approximately seven years post implantation due to tibial subsidence.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.